Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted. Upon removal of the right ventricular (rv) lead an attempt was then made to implant another lead. This attempt was unsuccessful due to subclavian occlusion caused by patient anatomy. A decision was made to explant the whole system and replacement devices were implanted the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:-the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.